Event description:
It was reported to philips that the heartstart mrx defibrillator showed a red x in the status window with a charge button failure inop message at power on. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.